Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that when the sensor was removed after seven days of use, there was redness and irritation on the abdomen. The reaction looked like a ring in the shape of the sensor adhesive patch, but was offset by approximately an inch. The affected area was itchy, but there were no signs of papules or blistering. On (B)(6) 2018, the patient visited a dermatologist, who diagnosed the reaction as contact dermatitis and prescribed topical hydrocortisone cream. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.